Event description:
The customer reported symptom is that the device indicated error code m10004 and then failed to power off. We will consider this to have been an error code 10004. This condition could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported symptom is that the device indicated error code m10004 and then failed to power off. We will consider this to have been an error code 10004. This condition could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. The reported issue was resolved by a third party and the resolution is unk. Based on the customers report we are considering this a malfunction. We cannot determine the cause from the available info.